Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Based on the reported information, this issue will not be investigated in accordance with wiq-0018322 section 5.1.2 the information will be used for tracking and trending purposes.